Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, one (1) false resistant patient sample to pza was obtained from a mgit instrument. Whole genome sequencing was performed in parallel and showed the absence of pza resistance mutations. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.